Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received information in the service report, the air gas module was determined to be defective. The defective part was not returned for investigation, despite request. The air gas module regulates the inspiratory gas flow and a faulty air module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.